Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon pinhole occurred. The 80% stenosed target lesion was an in-stent restenosis of a previously implanted stent located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A 2.50mm x 20mm maverick²¿ balloon catheter was advanced for dilatation. The balloon was inflated at 9 atmospheres; however, when the air pressure from "olrideon fires" was increased, there was hole noted on the balloon. The balloon deflated immediately and was then removed from the patient's body. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with no other devices. The balloon was loosely folded with blood and contrast in the hub, lumen and balloon. The tip, balloon, markerbands and proximal bond were microscopically examined. A pinhole was found 5mm proximal of the distal markerband. Inspection of the remainder of the device revealed no other damage or irregularities. There is no indication the device was inflated over its rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The 80% stenosed target lesion was an in-stent restenosis of a previously implanted stent located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A 2.50mm x 20mm maverick²¿ balloon catheter was advanced for dilatation. The balloon was inflated at 9 atmospheres; however, when the air pressure from "olrideon fires" was increased, there was hole noted on the balloon. The balloon deflated immediately and was then removed from the patient's body. No patient complications were reported and the patient's status was stable.